Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The field service engineer (fse) investigated the anesthesia system on-site. The pressure transducer pcb was replaced. The part was unavailable for technical investigation. Evaluation of the received system device logs confirms the reported failure. The logs show that the system checkout failed the pressure transducer test, safety valve and te 83 airway pressure sensor error due to the measured zero pressure offset for the inspiratory pressure transducer pcb being out of range. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout, the zero pressure offset is measured and if the measured offset is outside the allowed limit (±300mv from factory calibrated value) the test will fail. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Based on that no part was returned for investigation, the true cause of the reported failure has not been determined. Our conclusion is that the reported failures occurred due to an offset drift on the pressure sensor. The root cause of the drift has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).